Event description:
It was reported that after a vinci si cardiac procedure was completed, the patient had to be brought back to the operating room due to bleeding. It was discovered that the clip used with the small clip applier instrument had popped off of the patient's internal mammary artery (ima). To address the bleeding, the surgeon increased the port incision that was used for the system camera and manually clipped the patient's ima.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported complaint cannot be determined. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).